Manufacturer narrative:
G2: PMA added medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The reason for call was pt said this was the 3rd time they had problem which started in the last few days. Normally the pt would go to group a and they would get a message that it could not do the intensity (ps understood they got no device found). So the pt changed to group b. Pt said they had got this message before. Pt said after 6 or 8 months after the ins was implanted they got message that they could not adjust their settings and that group a was not working so they met with a rep who said a couple nodes we not working. Pt met with a rep because they called customer service who said to call the doctor. Pt noted that they also had a fall in october and a couple months later it was not working. Then in january they met with a rep who said the fall moved a node so they reprogrammed everything. Pt said this was the 4th problem they had and only one time was their fault. The patient was redirected to their healthcare provider to further address the issue of not being able to do intensity levels on group a. Ps also reviewed MRI guidelines with pt and walked pt through entering MRI mode.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was they were having problems again. They kept getting a notice when trying to recharge the ins that a was not available. Pss understood that settings not available was appearing. Pt said that they met with their rep at the time whoever that was and that the rep notified them that three nodes in the a sector were not working but that b and c should be fine. Pt said that no one explained to them what a, b and c meant. Pt then said that they fell off of a bike the first of november. Pt said that the ins was on their left side and they hit their right shoulder so they thought that at least they didn't hurt their back or impact the ins. Pt said that a couple months or two weeks later at least that they then thought that the ins had been impacted as they weren't getting the pain relief that they expected. Pt said that they let the ins discharge for several days and there was no difference in their pain level so they didn't think that the ins was working correctly. Pt called back and noted they called their hcp office and l eft a voicemail to mdt rep. And notified them about the issues. Patient services specialist (pss) reviewed role of rep and provided the pt with the nas number for their hcp office. Pss re-directed pt to their hcp to further address the issue. Pt called back to report they met with their manufacturing representative (rep) last friday at the hcp office for an x-ray and reprogramming because their implant had shifted (due to previously recorded events). The rep got their implant 'reset and going.' Pt had not charged their implant for days, then finally did so on saturday. Pt reported their implant battery had remained at 100% and the controller at 90% when they woke up on sunday, and stayed the same for the last 4 days. Agent reviewed with pt how to turn their stimulation on, as that had been turned off when their implant battery was discharged. Agent instructed pt to monitor their controller and charge levels and call patient services back if they continue to see that the battery percentages do not diminish. Agent closed case.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the cause was never found but mentioned a node had been jarred, likely due to a fall. They met with a rep who got the settings back and they were feeling much better.